Event description:
The customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer initially attempted to resolve the issue by cleaning the load area and reloading the same cartridge, which was unsuccessful. Technical support assisted the customer in filling and loading a new cartridge onto the pump, which resolved the problem, allowing the customer to resume using the pump.